Manufacturer narrative:
Adverse event problem: correction pervious (B)(4).

Event description:
Additional information: patient underwent a routine heart transplant on (B)(6) 2019. There was no problem associated with lvad therapy. Patient was discharged to home. No further information was provided.

Manufacturer narrative:
The approximate age of device: 20 days. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), did not reveal any device-related issues. The patient was routinely transplanted and no device-related issues were reported. The pump was returned assembled with the pump cable severed approximately 11 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. A wrap was observed surrounding the apical cuff and the distal end of the pump cable. Further, other manufacturer¿s devices were reported with the lvad. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: unspecified. Explant date is not known. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported that pump was explanted for unknown reasons. Additional information was received but not yet received.